Event description:
Olympus was informed that during an unspecified procedure, two devices were replaced due to the teflon pad melting. The devices were replaced with a third similar device and the intended procedure was completed. There was no pt injury reported. Olympus followed up with the user facility to obtain additional info regarding the reported event, but with no results.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed that the probe was damaged. A probe check was performed on the device and the probe check failed. An error code u509 was observed. A visual inspection noted that the teflon pad was found to have normal wear. The proximal end of the device was inspected under microscope and the probe was found fractured. The instruction manual warns users; "if the alarm tone sounds and an error window is displayed during the procedure, immediately stop the procedure. During surgical procedures, withdraw the thunderbeat instrument from the body cavity. Otherwise, the probe tip may break and fall off inside the body cavity".